Event description:
It was reported that the 8800 system displayed a "generator failure" error message. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the system batteries. The system was tested and found to be working as intended and placed back into svc.